Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, a routine computed tomography angiography revealed aneurysm growth of approx 1cm and an unspecified endoleak. No treatment or procedures have been scheduled at this time and the physician has decided to take a wait and watch approach.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.